Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Investigation summary: it was reported by the health professional sediment flakes off. To aid in the investigation, one sample and one photo were provided for evaluation by our quality team. The sample came in an unoriginal opened packaging blister. A visual inspection was performed and there is a white foreign matter at the bottom of the stopper. The sample was sent to the laboratory for analysis. The testing results did not provide a high enough percentage to draw a conclusion about the source of the foreign matter. The highest matches were plastic resin base and silicone. The photo shows a packaging blister top web and does not provide any information about the symptom reported by the customer. A device history record review was completed for provided material number and lot number. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the production area was performed looking for any area that could induce a similar foreign matter as the one reported and none were identified. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported syringe 50ml ll tip 1ml 2 oz in 1/4 oz had foreign matter flaking off. The following information was provided by the initial reporter: "this is very problematic as this is supposed to be sterile and is an IV syringe. That sediment flakes right off and can therefore travel intravenously."